Event description:
(B)(4) received a call on 04/14/2016 reporting a medical intervention that occurred on (B)(6) 2016. Patient reported that he received a high reading on the prodigy meter. Patient stated that he did not have any symptoms. The reading on the prodigy meter at the time of the event was 528mg/dl. Patient stated that he did not consume any food prior to the event. Patient tested his blood glucose approximately every 2-5 minutes for a total of 5 readings. The results of the readings were 528mg/dl, 540mg/dl, 291mg/dl, 202mg/dl, and 191mg/dl. Patient' had a change in his diabetic medication prior to the event (invokana 100mg x1). Patient went to the hospital on his own. Patient's glucose reading upon arrival at the ER was 112mg/dl. Patient was admitted to hospital. Patient's blood glucose level upon discharge was 112mg/dl. His total stay in the hospital was 3-4 hours. (B)(4) sent replacement and prepaid envelope requesting return of suspect system.